Manufacturer narrative:
(B)(4). The device has been received and the evaluation has been completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional testing, electrical testing, and visual inspection were performed with no issues noted. A short simulated therapy was successfully performed with no issues noted. A service history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown failure occurred on a homechoice device. There was no patient involved. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.